Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose meter suddenly changed the time and date settings and the patient had to configure the settings three times. During troubleshooting, a meter reset was performed and the time and date was configured. On switching off and on again, the meter immediately displayed "meter time changed more than 5 minutes" and the patient said that the meter had previously configured the same time but the date reverted to 10/9/2021. She mentioned that her blood glucose increased and she had to go to hospital twice within a week. At the hospital she had a blood glucose test done. It was a high result and she was treated with insulin through a pen. The exact blood glucose level was not given. As a result, she had low blood glucose and had to be treated with glucose while still in hospital. The duration of the hospital stay is unknown.